Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided complete pump reset information and guided them through the reset process. After the reset, the error did not reappear, and the customer successfully started their sensor session.